Manufacturer narrative:
This report is for an unknown rigidfix cross pins. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown bio-intrafix. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: claus fink jepsen et al, 2007, ¿does the position of the femoral tunnel affect the laxity or clinical outcome of the anterior cruciate ligament¿reconstructed knee? A clinical, prospective, randomized, double-blind study¿, the journal of arthroscopic and related surgery, vol 23, no 12 (december), 2007: pp 1326-1333, denmark. The study emphasizes on whether a change in the femoral graft insertion site between the 1-o¿clock (high) and 2-o¿clock (low) positions could change the laxity. The patients evaluated on course of this study: double-blind investigation was randomized on 30 patients to the low tunnel position group and 30 to the high tunnel position group. At follow-up, the patients were examined according to the ikdc evaluation form and the ikdc examination form. The article describes the following procedure: four-stranded semitendinosus and gracilis grafts were harvested from the ipsilateral knee. The femoral tunnel was drilled trans tribally. The devices involved were: the graft was secured with rigidfix pins in the femoral tunnel. Tibial fixation was done with the intrafix system. Complication of pain caused by cyclops lesion which had to be treated by surgery was noted in one patient.